Manufacturer narrative:
(B)(4). The analysis results found that the atw45 device was returned with the handles damaged and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device opened and close without any difficulties noted. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the handles became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the blade was broken off when it was wiped to clean with gauze outside the patient body. So no piece was left in the patient.. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that during a laparoscopic sigma procedure, firing worked as always but jaws could not be opened afterwards. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(6).

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.